Event description:
The customer reported a leak inside the coulter act 5diff cap pierce (cp). The volume of the leak was a few ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve lv22 was loose at the fitting of port 2 of the probe wipe assembly. The fse reattached the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).